Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows. There was an abrupt and acute drop in flow and thereafter continuously low flows. The patient was a "little dizzy", but otherwise had no specific complaints. Log file review indicated the vad also exhibited below normal power consumption. The patient was admitted, and on admission the patient's free hemoglobin (fhb) elevated to seven (7) and lactate dehydrogenase (ldh) was normal at 248, though ldh later increased to 500. The patient was given fluids, and vad flow did not change. An echocardiogram was performed and revealed a normal outflow function; therefore, an inflow obstruction was suspected. Tissue plasminogen activator (tpa) therapy was started. A computerized tomography (CT) scan revealed a cerebrum stroke and a thrombectomy was performed. It was also reported that during the night both flow and power increased and a vad stop occurred with very high powers and continuous alarms. The vad was turned off and remains implanted. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that a performed CT scan revealed cerebrum clots and brain damage.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to include adverse event revealed via CT scan - h6 patient codes (ime/annex e): updated to include code e0102 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient expired; b2, b5, h6 and h1 updated accordingly. Newly received information also indicated that there was an issue with the controller; b5 updated and h10 updated to contain the controller as a system reported device. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 14-sep-2022 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 14-feb-2020 h5: no h6: patient ime code(s): e0133, e0514, e0102, e0112. H6: imf code(s): f2203, f2303, f19, f08, f02. H6: img code(s): g04035. H6: FDA device code(s): a26. H6: FDA method code(s): b21. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an issue with the controller, though the physicians struggled to describe to describe the issue or details. The patient did not survive the consequences of the event and subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements prior to release. Failure analysis of the returned controller revealed a slightly bent pin with power port one (1). A power source was still able to connect to the power port despite the bent pin; however, the connection was more difficult to make. Additionally, visual inspection revealed contamination within both power ports of the controller. The observed contamination is an additional finding not related to the reported event. The most likely root cause of the observed contamination within the controller ports can be attributed to the handling of the device. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. CAPA: pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed a sudden drop in power consumption and estimated flow on (B)(6) 2022 to parameters below normal operating range, followed by a sharp increase in power consumption and estimated flow logged on (B)(6) 2022 to parameters above normal operating range. Review of the alarm log file revealed one (1) low flow alarm was logged on (B)(6) 2022 and thirty-one (31) high watt alarms were logged on (B)(6) 2022. In addition, a vad disconnect alarm was logged on (B)(6) 2022 at 01:59:46. The vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. A vad stopped alarm was then logged at 02:00:08 due to a failure of the pump to restart after multiple attempts. As a result, the reported events were confirmed. Information received from the site indicated that, in addition to the low flows and high power, the patient felt dizzy, the patient's free hemoglobin (fhb) was elevated, and lactate dehydrogenase (ldh) was normal and later increased. The patient was given fluids. An echocardiogram was performed and revealed a normal outflow function; therefore, an inflow obstruction was suspected. Tissue plasminogen activator (tpa) therapy was started. A computerized tomography (CT) scan revealed a cerebrum stroke and a thrombectomy was performed. It was further reported that a performed CT scan revealed cerebrum clots and brain damage. The ventricular assist device (vad) was turned off. It was further reported that a performed CT scan revealed cerebrum clots and brain damage. The patient did not survive the consequences of the event and subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on an investigation conducted under CAPA: pr00384004, the root cause of bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. A possible cause of the vad disconnect alarm can be attributed to a loss of synchronization of commutation leading to a false vad disconnect alarm. CAPA: pr00550440 is investigating controller losses of synchronization of commutation. Based on the available information and investigation conducted, the most likely root cause of the sudden decrease in power and flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering the high watt alarms and vad stopped alarm and prevented the pump from restarting. Per the instructions for use, device thrombus, stroke and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6); d9: yes, return date: 19-sep-2022; h3: yes dev rtn to MFR? Yes h6: img code(s): g04034, g0403401, g0200701 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c0706, c19, c15 h6: FDA conclusion code(s): d01, d02, d10, d11. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.